Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. The cause for the pulse test failure was isolated to defective u16 and u18 processor on the defibrillator pca. The processors were not turning on fast enough before the second phase of the biphasic pulse. The root cause for the defective u16 and u18 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. As received, the monitor failed incoming pulse testing. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.